Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during manipulation practice of a leadless implantable pulse generator (ipg) by using a functional demonstration device, mode and rate were set at the same time as the magnetic rosonance imaging (MRI) mode was set to ¿off¿. Although it was noted that the programming was performed in "one go" with the programming button after that, the programmer returned to the initial "select model" screen forcibly. Because the error screen was identified after interrogation of the device was performed again by establishing telemetry, the programmer was rebooted. When another interrogation was performed following the reboot the programmer operated by setting the MRI mode in the state that the device was set as "off." After that, reverting the settings was possible. Follow-up is being conducted to obtain the serial number of the programmer. The current status of the programmer is "unknown." No patient complications have been reported as a result of this event.